Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting 'noisy' shock electrograms associated with oversensing, pacing inhibition and inappropriate shocks.